Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter . It can be confirmed that the helix was broken. During physical investigation we received the broken part of the helix only. The helix was delivered, broken at 39 cm. Aspiration test could not be performed, due to no catheter was received. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. A clear root cause could not be established. Labeling review: are not applicable for this complaint as it is a complaint not connected to sterilization or labeling. The user described event involves the device itself and issues with it. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the femoral artery, the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the femoral artery, the catheter was allegedly ruptured. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the femoral artery, the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation we received the broken part of the helix only. The helix was delivered, broken at 39 cm. Aspiration test could not be performed, due to no catheter was received. Therefore, the investigation confirmed that the helix was broken. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.